Manufacturer narrative:
User error. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 443 mg/dl, customer was not coherent enough to change out the cartridge and infusion set, therefore customer's son assisted with her supply change. Customer uses humalog and uses the cartridge for 2.5 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the occlusion alarm.